Event description:
It was reported that as the iab was passed through the sheath, resistance was met. The assembly was removed and a larger 8.5fr sheath was inserted. The iab was successfully passed through the sheath without any pt complications.